Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller said the patient's device has not been functioning for years. Technical services reviewed MRI info and redirected the patient to their managing healthcare professional (hcp) to interrogate device. There were no patient complications reported as a result of this event.